Event description:
The phlebotomist obtained the arterial blood gas sample using the blood gas syringe. The filter-pro was placed on the syringe. The phlebotomist then pushed the plunger to dispel the air bubble when the filter-pro "exploded" off of the syringe. Blood from the syringe splashed in the face of the student who was observing.